Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. The helix allegation was confirmed based on the finding of a necked-down cathode (inner) coil near the terminal end, which blocked passage of an inserted stylet. The muscle/pocket stimulation allegations were not confirmed -- based on normal resistance measurements, a passing hipot test and lack of any noted abnormalities during visual inspection.

Event description:
It was reported that this right ventricular (rv) lead was explanted since it was causing patient diaphragm stimulation. When trying to move the helix would not extend, therefore, it was finally explanted and replaced. No additional adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted since it was causing patient diaphragm stimulation. When trying to move the helix would not extend, therefore, it was finally explanted and replaced. No additional adverse patient effects.